Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12322-02, lot # unk, is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Proglide device issue: needle-to-cuff miss, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, hypotension, hematoma. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. During device removal, it was stuck in artery and was eventually freed by "gentle advancing and retracting of device. The prostar xl device was attempted but "bleeding was still profuse." The pt was given a small dose of protamine to partially reverse heparin, but hypotension prevented the physician from giving the desired amount. An 11f sheath was inserted to temporary achieve hemostasis. Manual compression was applied for at least an hour to achieve hemostasis. The pt was "discharged the next am with a moderately large hematoma." There were no reported adverse pt effects. No additional info was provided.